Event description:
Cut/injury - lip [lip injury]. Blood blister - inside right part of my bottom lip [blood blister]. Bottom part separated from the head slightly - oral-b refills [device connection issue]. Case narrative: consumer stated on chat that the bottom part (oral-b toothbrush handle) separated from the head (oral-b refills) slightly while they were brushing which caused their lip to be caught under in the gap that was created. Lip injury along with a blood blister inside the right part of their bottom lip was there. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.